Event description:
A rohrer customer incorrectly treated a patient with a co2 device causing 3rd degree burns to the patient. The customer had not received any training for the device. However, the customer decided to treat a patient without training of the device. The patient was admitted to the burn unit 2 days after the adverse event. Our service engineer inspected the device on (B)(6) 2022 and found the device to be in complete working order. The laser met all calibration and power standards as set by the FDA. The customer has not been forthcoming with details of the patient. I was only able to ascertain background and ethnicity from pictures.